Event description:
Pt undergoing visual laser ablation of prostate. Unit malfunctioned approx 1 hr into surgery. Case had to be aborted, the pt recovered and rescheduled for 2/15/94 to complete the procedure. This required 2nd anesthetic, recovery, etc. The MFR contact person repairing the unit has indicated they are still unsure what went wrong but it was not related to user error. This info about the product or user origin of malfunction was unavailable to this writer until 3/2/94. Consequently the report could not be filed within the 10 day requirement.